Event description:
It was reported that the health care provider (hcp) was unable to aspirate the pump reservoir. They were only able to fill the reservoir with 12 ml. The hcp tried two times and stated "it was like hitting a wall." The pump was replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.